Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the wearable because of a sensor failure. The wearable was tough to take off and stuck to the skin firmly, so she had to tug at it more forcefully than normal. After sensor removal, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin. On (B)(6) 2025, the patient experienced pain, redness, swelling, and a ¿ball¿ (lump) at the sensor insertion site. On the same day, the patient visited an urgent care clinic and was prescribed an unspecified antibiotic medication. The patient stated she intended to consult with a healthcare provider for an x-ray and to discuss the subsequent steps. The patient did not respond to repeated attempts to obtain clarification of the prescription antibiotic medication. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.